Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00201. Follow-up information indicated x-rays were taken and no fractures of the leads were noted. Surgical intervention was undertaken on (B)(6) 2017 and intraoperative diagnostics indicated invalid impedance readings on 2 of the 4 leads. Impedance readings for the other 2 leads were within normal limits. The physician explanted and replaced the ins and effective coverage was able to be provided with the 2 leads that did not exhibit any impedance issues.

Manufacturer narrative:
(B)(4).

Event description:
Patient has been implanted with four drg leads of the same lot number. It was reported that the patient was experiencing loss of stimulation from the l3 level lead, however stimulation was effective for the remaining three leads. Troubleshooting was done to isolate the issue. It was noted that invalid impedances were found on several leads. Exploratory surgery is anticipated but has not occurred.